Event description:
The facility reported a colleague infusion pump with a failure code of 814:09. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:09 was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.